Manufacturer narrative:
H3: logs were received and software analysis was completed. The archive contained six magnetic resonance imaging (mr) exams. Mr1 and mr2 were flagged with the warning "not optimal for stealth" due to slice spacing exceeding 2 mm. No plan data was found, and the registration was conducted with an error metric of 1.3 mm. Utilizing a touch and trace registration method, a significant number of trace points were identified, starting from the tip of the nose, along with one touch point. The logs indicated that there was one session on the date of the issue. During this session, the site executed multiple registrations using the tumor resection (optical) procedure. The final registration, which also had an error metric of 1.3 mm, proceeded to navigation. The analyst suspected frame movement might have caused the reported behavior. Apart from that there was no abnormality observed related to the reported behavior. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the customer reported an event for deviation in a navigation system of almost 40 mm. A system check out was completed and a medtronic representative (rep) attended a surgery as an observer with the user the next day. The instruments, localizer and system control unit were checked before the surgery. The next day, another medtronic representative (rep) arrived to hospital to check the system with a resin head. No issue was found. The customer was informed to not to use spheres more than once. The spheres were being sterilized and used by customer a couple of times and had lost its integrity. The system performed as intended. Codes fdm b01, fdr c19 and c23, fdc d11 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was deviation in navigation. Information was received that "the tumor resection happened not from the center, and peripheral samples were taken of the tumor. The patient was operated next day." Follow-up is being conducted for clarification.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred during a cranial tumor resection. There was no delay during the first surgery, but the patient received a second surgery the next day because of the residual tumor area. In the first surgery, the healthcare professional made the tumor resection and properly checked it with navigation while in the procedure, but after the surgery when they looked for post-op magnetic resonance (mr) images of the patient, they noticed they did not make a total tumor resection as they had thought. They claimed that in surgery, they checked themselves with navigation and they saw themselves in the center of tumor on navigation screen, but in actuality they made a partial resection from the bottom area of the tumor (showed in the post-op mr images) and had never reached the center of the tumor. They alleged that because of the misguidance of navigation, they needed to perform a second surgery the next day to take out the residual tumor area from the first surgery. Thus, the patient stayed one more night at the hospital because of the second surgery on the next day.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.